Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: unknown locking screw: catalog#: ni, lot#: ni. Unknown arcos proximal body: catalog#: ni, lot#: ni.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a hip procedure, the driver head fractured. A piece of the drive had to be removed from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as no product was returned for evaluation and part number / lot number of device involved in the incident was unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The tip of the screwdriver broke off within the proximal body provisional instrument being used. The tip did not fall directly into the patient's wound. The tip was removed from the proximal body provisional instrument and discarded.